Manufacturer narrative:
No report of injury, procedural delay or cancellation. A steris field service technician arrived on-site, inspected the unit, and determined that the steam leak was caused by a buildup of deposits in the fitting that controls the unit's pressure regulator. Once the sterilizer pressure reached 100psi, the pressure relief safety valve was correctly activated to release the excessive steam buildup from the sterilizer; causing the loud noise reported by the facility. The technician cleaned the fitting to the pressure regulator, rebuilt the pressure regulator, and replaced the safety valve. The unit was tested, confirmed to be operating according to specification and was returned to service. No further issues have been reported. The unit was installed on (B)(6) 1990 and is under steris service contract. The last maintenance was completed on (B)(6) 2015 at which time the unit was confirmed to be operating according to specification.

Event description:
The user facility reported that their unit was making a loud noise and emitting steam. The fire alarm was activated however no evacuations were required.